Manufacturer narrative:
Insulin pump received with constant alarm and unable to performed the displacement test due to encoder out of phase. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported receiving a motion sensor test failure alarm several times. The customer's blood glucose was 155 mg/dl. The customer was unable to troubleshoot the insulin pump. The customer was advised to replace the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(6).